Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 remains unchanged h.6. Investigation findings for analysis of production records: code c21 updated to code c19.

Manufacturer narrative:
B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Type of investigation: code b15 added. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings for imaging evaluation: code c19 added. H.6. Investigation findings for imaging evaluation: code c19 - the imaging evaluation, performed by a clinical imaging specialist, showed the following: two time-points were available for evaluation - post-implantation ctas dated (B)(6) 2021 and (B)(6) 2023. Imaging on (B)(6) 2021 appeared to show that proximal aortic diameters ranged from 21.9mm ¿ 22.5mm. Maximum aaa diameter appeared to be 53.8mm x 54.2mm. Imaging on (B)(6) 2023, appeared to show proximal neck diameters ranging from 23.5mm ¿ 24.4mm (approximate 2mm increase in neck size between the time-points). Maximum aaa diameter appeared to be 53.1mm x 54.8mm. No change in aneurysm sac size between the time-points. Possible contrast in the aneurysm sac outside the implanted devices. Cannot confirm without non-contrast and/or delayed contrast imaging. If it is contrast outside, cannot confirm origin of contrast with the available imaging. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. H.6. Investigation findings for communication/interviews: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
A diagnostic angiogram was performed on (B)(6) 2023. A proximal type I endoleak was ruled out. The physician believes there is a type ii endoleak from the patient's perfused lumbar arteries. No further intervention is planned at this time, and the patient will be monitored.

Manufacturer narrative:
Per additional information received from the physician, a diagnostic angiogram was performed which ruled out a proximal type I endoleak, and the physician now believes this to be a type ii endoleak from perfused lumbar arteries. No intervention is planned and the patient will be monitored. As it was determined that no intervention is required for treatment of the suspected type ii endoleak, this information no longer meets the definition of a reportable adverse event per the worldwide regulatory reporting guidelines for this device. Therefore, this report will be retracted and the reportability determination for this device will be updated to non-reportable.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the physician plans to bring the patient back to the operating room on (B)(6) 2023, to diagnose and treat a possible proximal type I endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.